Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 7:18 am, the customer tested by fingerstick on the meter and the result was 7.1 inr. At 9:00 am, the customer tested by fingerstick on the meter and the result was 7.3 inr. At 10:00 am, the customer had a lab test done at the emergency room and the result was 5.0 inr. The customer has a therapeutic range of 2.0-3.0 inr. No treatment was received or required at the emergency room. Customer had their coumadin held for two days based on the result from the lab. Customer used the same finger for both meter tests. The customer is not anemic and has no antiphospholipid antibodies. Customer is not on heparin or direct thrombin inhibitors and has had no diet changes, no new medications and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.7 - 2.5 inr): qc 1: 2.4 inr , qc 2: 2.4 inr, qc 3: 2.4 inr . The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.